Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer's mother reported via phone call that insulin pump had physical damage. Caller reported that insulin pump had scratches on display screen which prevents reading of display screen. Caller does not know how damage occurred. Customer's blood glucose was 260 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.